Event description:
Boston scientific crm received information that this device, which had been implanted for approximately seven months, was found to have an estimated longevity of five more months. It was reported that pacing output was normal at 2.6 volts at 0.5 milliseconds in the atrium and ventricle, with the patient receiving a singular delivered shock since implant. A memory dump of the device concluded that the device tripped 'one year to explant' status on (B)(6) 2009, approximately three months post-implant, due to a battery capacity measurement. Average power consumption calculated by the device was abnormally high. Due to quick depletion witnessed in the device to date, all indications were such that the device had a high current drain condition. The device was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing and recording functions of the device. In an attempt to determine the cause of the high current condition, electrical testing and analysis were conducted, which isolated the high current condition to one of the layers (gate oxide) within the device's integrated circuit. This caused a high current drain, which over time resulted in premature battery depletion.